Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in a severely calcified superficial femoral artery in a patient with severe peripheral disease. The non-abbott guide wire was advanced across the lesion after which the armada 18 balloon catheter was advanced over the guide wire. The guide wire was then being exchanged for another guide wire when the guide wire could not be removed at all from the catheter. Both devices were removed from the anatomy as one unit. A .018 guide wire was advanced and a new armada 18 balloon was able to advance and be used without any further issues. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing from the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.